Event description:
It was reported that more than 24 hours post procedure, the patient had a minor stroke, a national institutes of health stroke scale (nihss) of 3 and left arm weakness. The patient underwent imaging which confirmed the minor stroke of the right frontale territory and documented regular patency of the stent and of the right arterial circulation. The physician thought a thromboembolism was probably related to the presence of the stent. Patient was reported to have been asymptomatic immediately after the procedure before the event occurred. Relationship of event to subject device was reported as possible. No medical intervention or surgical delay was reported and event outcome was resolved. Additional information received on 17-sep-2021 reported that more than 24 hours post procedure with the subject coil mass, the patient suffered a minor stroke from a thromboembolism in the flow diverter. Therefore this event meets reporting criteria with an awareness date of 17-sep-2021.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that more than 24 hours post procedure with the subject coil mass, the patient suffered a minor stroke from a thromboembolism in the flow diverter and there was prolonged hospitalization. The patient underwent an additional dsa the same day of the adverse event. Additional information provided in the complaint indicated that there was no medical intervention done due to this event, no additional medication was given, and there was no surgical delay. The following day, the patient recovered all deficits and she is currently asymptomatic. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that more than 24 hours post procedure, the patient had a minor stroke, a national institutes of health stroke scale (nihss) of 3 and left arm weakness. The patient underwent imaging which confirmed the minor stroke of the right frontale territory and documented regular patency of the stent and of the right arterial circulation. The physician thought a thromboembolism was probably related to the presence of the stent. Patient was reported to have been asymptomatic immediately after the procedure before the event occurred. Relationship of event to subject device was reported as possible. No medical intervention or surgical delay was reported and event outcome was resolved. Additional information received on 17-sep-2021 reported that more than 24 hours post procedure with the subject coil mass, the patient suffered a minor stroke from a thromboembolism in the flow diverter. Therefore this event meets reporting criteria with an awareness date of 17-sep-2021.